Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios 26.1.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.